Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2025. Prior to sensor insertion the area was prepped with soap and water. On (B)(6) 2025, the patient developed redness and a ¿hole in the skin¿ under the sensor patch. On (B)(6) 2025, the patient consulted a physician who assessed the area and prescribed medical patches to be placed on the site (inadine patch and duoderm dressing), along with an oral antibiotics treatment (flucloxacillin, dosage not specified). At the time of the report, the patient stated that the wound was healing. No data or product was provided for investigation, however, a photograph was provided. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).